Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that this central nurses station (cns) intermittently dropped waveforms with random patients. After rebooting the cns, it was stuck in a boot loop. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this central nurses station (cns) intermittently dropped waveforms with random patients. After rebooting the cns, it was stuck in a boot loop. No patient harm was reported. Investigation summary: nihon kohden (nk) received the complaint device on 10/20/2023. Nk repair center evaluated the unit on 10/25/2023, duplicated the complaint, and found that the cns was stuck in a loop because the operating system (os) was not found on the hard drives. The hard drives were replaced to repair the device. The cause of both the dropped waveforms and boot loop issues was os corruption. A definitive cause for the os corruption could not be determined, but it is likely due to hard drive failure. Since no physical damage nor fluid intrusion was observed, possible causes of the hard drive failure may include electrical damage from outages or surges or wear-and-tear, which depends on the device's age and frequency of use. A review of the complaint device's serial number shows one previous similar complaint under ticket (B)(4), where the issue was found to be due to hard drive failure caused by sudden power loss after the connected uninterrupted power supply (ups) went out. The cns operator's manual general handling instructions advise the user to check the device has a stable power source before operation. Nk will continue to monitor and trend similar complaints. Attempt #1 09/29/2023 emailed the bme for all items under the no information section. The bme responded the patient information was unknown. Attempt #2 10/09/2023 emailed the bme for the concomitant medical devices. No reply was received. Attempt #3 10/24/2023 emailed the bme for the concomitant medical devices. No reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsm(s): model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni; returned to nihon kohden: na. Transmitter(s): model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni; returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that this central nurses station (cns) intermittently dropped waveforms with random patients. After rebooting the cns, it was stuck in a boot loop. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurses station (cns) intermittently dropped waveforms with random patients. After rebooting the cns, it was stuck in a boot loop. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 09/29/2023 emailed the bme for all items under the no information section. The bme responded the patient information was unknown. Attempt #2 10/09/2023 emailed the bme for the concomitant medical devices. No reply was received. Attempt #3 10/24/2023 emailed the bme for the concomitant medical devices. No reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns.

Event description:
The biomedical engineer (bme) reported that this central nurses station (cns) intermittently dropped waveforms with random patients. After rebooting the cns, it was stuck in a boot loop. No patient harm was reported.